Manufacturer narrative:
(B)(4). Approximate age of device ¿ 63 days. A correlation between the device and the reported event could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was readmitted on (B)(6) 2015 with a hemoglobin of 5.4 g/dl, hematocrit of 17.2%, platelets 279 x 10^9/l and a partial thromboplastin time of 40 seconds. The patient was transfused with 6 units of packed red blood cells (prbc's). On (B)(6) 2015, the patient returned to the operating room due to major bleeding. The patient had a small bowel resection with primary anastomosis. The patient had continued bleeding from gi tract on (B)(6) 2015, (B)(6) 2015 and (B)(6) 2015. The patient was transfused with 4 units of prbc's on (B)(6) 2015, 9 units of prbc's on (B)(6) 2015 and 1 unit prbc's on (B)(6) 2015.